Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had sounded an audible alert. A remote transmission showed that the patient's right ventricular (rv) lead had triggered an alert for high/undefined superior vena cava (svc) defibrillation coil impedance. Additionally, a single impedance spike was noted on the rv defibrillation coil impedance and noise was seen on the current electrograms (egm). Follow up was completed and the allied health professional (ahp) at the patient¿s clinic was able to verify that no reprogramming has been completed at this time and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.